Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized with diabetic ketoacidosis and a high blood glucose of 550 mg/dl. The customer was no longer wearing the insulin pump at the time of the call. The nurse was advised to call back with the customer in order to troubleshoot.